Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure a patient experienced foggy vision. The iol was noted to be cloudy, foggy, smeared and glistenings were observed. The iol was exchanged for another lens fifteen months following the initial implant procedure. Additional information has been requested.